Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. Customer states that during the pressure test that the avg prox=-1.06. The product support engineer (pse) advised customer that this is out of specifications and the data acquisition (da) board needs replacement. The pse followed up with customer and found that replacing the da board corrected the pressure reading issue. Customer also advised that debris was found in the internal exhalation port and removing the debris improved the leak values. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported pressure accuracy issue. There was no patient involvement.